Manufacturer narrative:
The insulin pump was received with intermittent up arrow button due to corroded keypad traces. The device was received with cracked case at the display window corners, cracked display window, cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the buttons are sticking on their device. Customer's blood glucose reading was around 125 mg/dl. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.